Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced hyperglycemia event and got hospitalized on (B)(6) 2025. The blood glucose level was 22 mmol/l at the time of event and the patient got treated with intravenous fluids of insulin.the duration of hospitalization was for less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.